Event description:
Caller reported a cgm error 42, indicating an issue with continuous glucose monitoring. There was no adverse impact to the customer¿s blood glucose level. Cts provided information for a pump reset and guided the caller through the process, resulting in a successful start of the sensor session without further errors. No additional information was received regarding the outcome of the event.